Manufacturer narrative:
On 9/13/2019, during analysis of the sample was found rupture and received in three parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/17/2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 255cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: a gel mentor memorygel breast implant 250cc , catalog number: 3507250bc, serial number: (B)(4), lot number: 6405519. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 250cc and experienced rupture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.